Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the needle fell off when pulling out hand piece. They were unable to locate or visualize inside patient, x-ray to room and doing portable x-rays to try to visualize lost needle. It appeared to be located inside the trocar, the trocar was removed and taken apart. Needle was then found. Additional new suture was used to complete the case.